Event description:
During PICC placement, unable to obtain doppler signal on the arrow vps g4 vascular positioning system when entering PICC into vessel. Standard troubleshooting methods utilized without change. Phoned arrow technical support who suggesting using a new PICC kit. Removed PICC from patient and, utilized a new PICC with vps g4 wire, and device worked as expected with a successful PICC placement. No patient harm during the event.